Manufacturer narrative:
The customer returned contour test strips lot # 8bm3e312. The returned strips were tested with returned meter and the results were out of range. The returned meter was then tested with the in-house test strips from the same lot and the results were within the expected range. It was also found that the capillary action was delayed on the returned test strips compared to the in-house test strips. Furthermore, the returned test strips and in-house test strips were both physically examined under a microscope. The returned test strips had a clear green hue color change, while the in-house test strips remained bright yellow. The high results with the returned test strips were potentially caused by the test strips being exposed to high humidity/temperature after they left the control of ascensia diabetes care. High humidity/temperature exposure can lead to color change and strip reagent degradation, which can evidently cause erroneous blood glucose results. Lot number has been updated with the correct lot #.

Event description:
(B)(6) customer reported that at 7:51 a.m., he obtained blood glucose readings of 86 mg/dl with the laboratory testing and 193 mg/dl with the contour ts meter. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. A new meter and test strips were sent to the customer.